Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump was started at 2205 with tpn at 6.7 ml/hr, nurse went in to do glucose check and pt blood glucose was 599, she looked at tpn infusion and the total that infused was significantly more than should have. She decreased this rate to 1 ml/hr and called bb ce. Total infused when pump taken out of service is 161.6 ml, (should have been around 53.6 ml). After decreasing rate to 1 ml/hr bg went down to 372

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Details of history log: log review shows on (B)(6) 2024 and 10:05pm a drug library: tpn set-up of 6.7ml/hr and 160.8ml and infusion start. On (B)(6) 2024 and 12:54am with a volume infused to 18.91ml, new time was set to 4 hours resulting in rate change to 35.49ml/hr. At 4:54am with a volume infused to 160.8ml pump entered kvo and at 5:03am infusion was stopped. At 5:11am new rate was set to 1ml/hr and at 5:56am infusion was stopped with a volume infused to 161.69ml with no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line.